Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system does not boot-up. As part of the troubleshooting, the rse remotely restarted the system, restoring system functionality. The log file analysis confirmed the host pc malfunction, but the cause of the host pc failure could not be conclusively determined by part analysis. The replacement of the host pc by the field service engineer (fse) has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's host computer was not booting. The device was reportedly not in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host computer and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.